Manufacturer narrative:
This stockert was manufactured before september 24, 2014, therefore no UDI is applicable for this product with serial number (B)(4). Concomitant products: carto 3 system: serial: (B)(4). Stockert: serial: (B)(4). Coolflow pump: serial: (B)(4). Lassonav 10 pole, 20mm catheter: cat#: d134903, catheter disposed of. Duodeca catheter: cat#: d728260rt, catheter disposed of. (B)(4) are related to the same incident. (B)(4) the investigational analysis has been completed. A repair follow-up was performed and the device will not be shipped for service. Service was declined. The complaint was unable to be confirmed. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
This esophageal fistula adverse event was already reported under the ablation catheter (3500a report # 9673241-2015-00207/ (B)(4)) on april 13, 2015. This 3500a report included the generator product information that was used in this procedure. During a routine follow-up review for this esophageal fistula outcome, the complaints department discovered on february 16, 2016 that we did not open a separate complaint for this generator. In order to ensure administrative consistency and completeness, we have created a complaint for this generator under (B)(4) and are submitting a separate report for the generator. The awareness date for this correction is february 16, 2016. It was reported that after an afib - paroxysmal procedure on (B)(6) 2015 with a thermocool sf nav, it was noticed that the patient suffered a coronary sinus esophagus fistula, which required an esophageal stent insertion. It was stated that the patient has esophageal fistula history prior this event. The patient was in stable condition at the time of reporting this event. The physician's opinion regarding cause of adverse event is that it was procedure-related. There was no malfunction on bwi products were reported. Additional information was received stating that the patients current condition is that the patient survived.